Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the endoscope reprocessor has a broken yellow connector. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. The device was returned to olympus for inspection; the customer's complaint was not confirmed. Based on the results of the investigation, it is likely that the event occurred due to the device being hit by a hard object or loose stress on the connector accumulated, which led to aging deterioration. However, the definitive root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: "chapter 3 inspection before use 3.3 inspecting the connectors check the following for each connector. - the connector should be fixed firmly. - the o-rings should be free of abnormalities such as cracks, tears, or dents. If any irregularity is found, do not use the equipment and contact olympus. Warning do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment." Olympus will continue to monitor field performance for this device.